Manufacturer narrative:
The electrode lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The field service engineer (fse) found that the flow path was contaminated. The fse decontaminated the system, cleaned the ise block of crystallization around the electrodes, primed the reagent flow paths, and removed all air from the flow path. An ise check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 140 mmol/l. The doctor questioned the result as it did not match the patient's previous results. The sample was repeated and the result was 146 mmol/l. The repeat result was deemed correct.